Manufacturer narrative:
Device currently unavailable.

Manufacturer narrative:
This report is filed february 27, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013 due to migration of the electrode array; during the same surgery the patient was reimplanted with a new device.